Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data indicates the patient received one appropriate treatment and one inappropriate treatment. At 18:16:14, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia @ 50 bpm with pvc¿s. At 19:06:37, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was nsvt. The patient's post-shock rhythm was asystole with intermittent cardiac activity and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy the electrode belt was disconnected at 23:31:31. The patient passed away on the evening of on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was found to be non-functional due to the strain relief being pulled, resulting in broken wires, in the cable section that connects the distribution node (dn) to the rear therapy electrodes. The cause for the strained cable was excessive force. The broken wires did not cause or contribute to the adverse event because the system was fully functional in being able to deliver defibrillation pulses at the time of the event.